Event description:
As reported: "patient had initial surgery (B)(6) 2019. Started to experience some pain recently and surgeon determined that her implant had fractured and brought her in for a revision. Revision was done (B)(6) 2022 and a mcp-x 20 was implanted".

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.